Event description:
It was reported that the user experienced repeated insulin occlusion alarms on the ilet despite multiple supply changes, and a replacement ilet was provided with instructions to return the original device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component details were insufficient to determine a specific component-level issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.